Event description:
The customer reported via phone call that she was unable to prime the insulin pump. The customer's blood glucose was 103 mg/dl. While troubleshooting, it was found that insulin was squirting out during the manual prime process and that the drive support cap was sticking out. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk and with blank display the problem is isolated to the lcd board. Unable to verify prime fill anomaly due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.